Event description:
The customer contacted baxter's technical service center regarding a high drain 106/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during drain 6. The home patient (hp) was unable to get near the machine. The technical service representative (tsr) asked if they could speak to another person there helping them. The hp stated no, and said they just called the registered nurse (rn) about alarm. The hp was unable to do manuals. The hp would follow up with the rn after the call was completed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was aware of the event. Ps informed the rn that the patient received a high drain alarm back in (B)(6) (see report 1416980-2012-00093). Ps informed the nurse that the results of the evaluation for that report showed that the cause of the alarm was from the total tidal ultrafiltration (uf) removal being set too low, so that could potentially be causing the alarm again. The nurse stated that the patient was coming into the clinic in a couple days and she stated that she would look at this setting. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was use error; the tidal total ultrafiltration removal was set too low. A device history review was performed with no exceptions during manufacturing found. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.